Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history record of batch number 74c2001729 that belong to catalog number a-6000-08lf has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: involving a (B)(6) years old patient hospitalized in intensive care for multiple trauma with a chest drain. When aspiration was turned on the orange suction float did not appear. However, the drain was properly in suction. The suction was working and we could hear it. Clinical consequence: as the orange float did not appear, the staff cannot confirm that the drain is on suction. Additional information: there was no patient injury, the patient 's condition is fine. No medical intervention was necessary. It has not been confirmed if another device was used to solve the issue.

Event description:
Reported issue: involving a 31 years old patient hospitalized in intensive care for multiple trauma with a chest drain. When aspiration was turned on the orange suction float did not appear. However, the drain was properly in suction. The suction was working and we could hear it. Clinical consequence: as the orange float did not appear, the staff cannot confirm that the drain is on suction. Additional information: there was no patient injury, the patient 's condition is fine. No medical intervention was necessary. It has not been confirmed if another device was used to solve the issue.

Manufacturer narrative:
Qn#(B)(4). One unit of catalog number a-6000-08lf (pe adult-ped dry/ wet lf) with lot number 74c2001729 was received for analysis. It was observed the corners broken on left side of sample. Missing the tubing with the red ats connector, the universal connector, the yellow cap and floor stand. Also , it was observed a tubing that does not belong to catalog number a-6000-08lf. No other issues were observed. Regulation test was performed according to qa-pe-014 rev.14 it was observed the orange float in the suction indicator window during the regulation test in each adjustment point of float elevation (see photos attached) sample was accepted, no issues were observed during the test performed. Test equipment: regulation test high flow fix-736 nlc09216 due date 03-dic-20. Nlc09211 due date 03-dic-20. Nlc01650 due date 17-ago-21. Nlc07224 due date 30-sep-21. No corrective action can be established at this moment since no issues were found on product sample. Customer complaint cannot be confirmed since no issues were found on product sample. During regulation test in each adjustment point of float elevation it can observe the orange float in the suction indicator window.